Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The stm reviewed the iabp's fault logs and there was no indication of system shut down. The stm tested unit with trainer and balloon, no problem was found. The stm indicated that the unit may have gone into standby when a timing issue with the patient connection was initiated. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down and could not detect timing. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Upon complaint tw# (B)(4) closure review conducted on 13 may 2020. It was identified that the service report # (B)(4) received on 27 april 2020 the original aware date was (B)(6) 2020 instead of(B)(6) 2020, as initially communicated by the complaint originator. On 13 may 2020 the dcu received information from the originator of the complaint regarding the new aware date. This follow up report is to correct and to provide the new aware date as stated above.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down and could not detect timing. There was no harm or injury to patient and no adverse event was reported.